Manufacturer narrative:
The data downloaded from the device did not show any signs of a failure to deliver insulin. The soft cannula was observed to be damaged at the distal tip, however, this did not affect insulin delivery as fluid was able to successfully flow through the fluid path and exit the distal tip of the soft cannula. No signs of leakage were observed. Although the cannula was damaged, the timing and cause of the damage is unknown. The downloaded data returned an 0x33 alarm, indicating a ¿command not received when prev. Cmd had mctf bit set¿ alarm. During investigation, the pod was successfully paired to a pdm, and completed priming and a 5u bolus. The rerun data did not show any time outs or drive stalls and did not generate an alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 340 mg/dl while wearing the pod between 36 and 48 hours on the leg. As treatment, a new pod was placed.